Event description:
The user facility reported a 65-year-old female was implanted with an impella cp device for mechanical circulatory support after a motor vehicle accident. During support, a suction alarm occurred and the pump was repositioned to resolve the issue. Also, the patient lost pulse in distal extremity and the decision was made to explant the device. The patient was successfully weaned from the impella cp device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.